Event description:
After two firings of the plcr60b, malformed and underformed staples were seen in the staple line. In addition, one tissue was not completely transected. The staples lines were oversewn and the patient is fine.

Manufacturer narrative:
One reload was returned with the retention posts damaged, which indicated that the reload was not seated properly in the housing. The second reload had slightly damaged retention posts and the tissue bumps were damaged, which indicate that there was a misalignment with the staple pockets.